Manufacturer narrative:
No frozen screen noted. Unit received with button error alarm and had unresponsive act buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that display screen was frozen. Customer's blood glucose was 169 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.